Manufacturer narrative:
H3, h6: the cori long attachment, pn rob10015, sn (B)(6) , intended for use in treatment, was returned for evaluation. A relationship between the reported event and the device was established. The reported event was confirmed visually. The bearing close it to the wiper came completely apart. The bearing balls were missing. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was confirmed, no reasonable contributing factors could be identified based on the received complaint information and investigation results. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Event description:
It was reported that, at the end of a cori tka lab demo, 4 ball bearings fell out of the nozzle of the ri robotic drill attachment when disassembling it. No case involved; therefore, there was no patient involvement.

Manufacturer narrative:
(B)(4).